Manufacturer narrative:
The investigation was based on the provided information and logfile analysis of the affected oxylog 3000plus device. The charging issue could be confirmed based on the logfile analysis. However, all alarms were generated as specified (battery related alarms and charging led was red). According to the IFU, the actions documented in accordance with the alarm shall be performed. Additionally, all user of oxylog 3000 plus devices were informed by a field safety corrective action (fsca) with a field safety notice about the detected risk, see tsb 22. This contains instructions on how the user can avoid a ventilator stop. Therefore, the user is informed to make sure that the battery is always removed and reinserted or replaced after occurrence of the ¿no int. Battery charging¿ alarm message, without removing the device from mains supply. Prior to a device being used on a battery supply, the user should verify the correct switchover (check leds on the device). This ensures that the power is supplied during transportation. In the current event, the user did not react to the error situation in accordance with IFU and fsca. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function stops. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU. This is the only known case in which the device did not switch back to external supply resulting in a stop of ventilation although tsb 22 was carried out. As we cannot exclude that a faulty battery contributed to the reported event, it was recommended to replace the internal battery. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that an oxylog 3000plus was being stored with the power cable plugged. Then it was used with battery-driven to transfer a patient to catheter lab. During treatment in catheter lab (with battery-driven ventilation operation), the battery remaining capacity was half and "battery remaining capacity low" was displayed. Connected ac, then confirmed led of ac "green" and battery "orange". Oxylog3000p pressure waveform was flat. On the screen, "battery remaining capacity low" was displayed. Unplugged and replugged the power cable of the device body side, but the led did not change. No movement of patient's chest no ventilation the device alarmed. At the present time it cannot be excluded that a decive failure led to the reported stop of ventilation. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that an oxylog3000plus was being stored with the power cable plugged. Then it was used with battery-driven to transfer a patient to catheter lab. During treatment in catheter lab (with battery-driven ventilation operation), the battery remaining capacity was half and "battery remaining capacity low" was displayed. Connected ac, then confirmed led of ac "green" and battery "orange". Oxylog3000p pressure waveform was flat. On the screen, "battery remaining capacity low" was displayed. Unplugged and replugged the power cable of the device body side, but the led did not change. No movement of patient's chest, no ventilation. The device alarmed. At the present time it cannot be excluded that a device failure led to the reported stop of ventilation. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.